Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07/01/2019. The device was evaluated by an onsite technician. The battery was replaced by onsite staff. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
When ac is disconnected the unit does not switch to battery power. No patient involvement.